Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's blood glucose (bg) levels were trending high; however, a specific bg value was not provided. During troubleshooting with tandem technical support, the carbohydrate ratio settings on the pump was adjusted per the customer's health care provider's recommendation.